Manufacturer narrative:
(B)(4).

Event description:
Recharging issues were reported. It was noted that all eight coupling boxes were achieved; however, the device would not charge. The device had 50% charge and when the pt set up to recharge, her device showed "no charge." On (B)(6) 2011 a physician mode recharge was performed. Since that time, the normal recharging screen appeared, however, the pt could not get any coupling bars. The antenna locate feature had been attempted with no success. The pt also experienced acute pain at the location of the neurostimulator, and had felt as if her device had moved. Fluoroscopy and x-rays showed the device was not flipped; however, the leads had migrated. The battery was determined to be empty (but not overdischarged). The pt had gained some weight and the device was loose in the pocket. The recharging difficulties were attributed to the device moving in the pocket. A revision was performed on (B)(6) 2011 during which one lead was removed and not replaced. It was later reported that the pt experienced stimulation in the wrong location. The pt "recovered fine" and had stimulation in most of her pain areas.